Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing of noise that resulted in inappropriate mode switch. Insulation defect was suspected. During revision it was noted that the atrial lead had been pulled tight across causing stress on the lead. A replacement lead was inserted and impedance and threshold of the replacement increased during implant. Microperforation was suspected. The replacement was removed and exchanged. The patient was stable.